Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed.

Manufacturer narrative:
Patient code (B)(4) no longer applies. Codes (B)(4) apply.

Event description:
It was reported the patient had a personal injury and died as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. The patient's pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient's death of death and date of injury was noted as (B)(6) 2015. It was noted there was a pump failure and a delivery failure causing a patient's death. No further complications were reported/anticipated.